Manufacturer narrative:
A company service rep examined the system and confirmed the reported event. The tabletop illuminator was replaced and the fan was replaced. Preventive maintenance was done on the system. The system was then tested and met all product specifications. Replaced parts are being sent in for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4).

Event description:
Adverse event(s): "hypotony" (intraocular pressure, delayed, uncontrolled). Product problem(s): "system message displayed" (device displays error message); "illuminator would not work" (device inoperable); "aux illuminator was dim" (inadequate lighting); "issues with priming" (failure to prime). A customer reported issues with priming and the laser which were both resolved over the phone with technical services. The customer also reported, the table top illuminator would not work and the auxilliary illuminator was dim. The facility also noted a system message during fluid/air exchange (fax). Add'l info was requested. Add'l info was received: the nurse mgr reported initially having problems with priming, but determined it was due to their use of 25 gauge tubing with a 23 gauge cassette. The mgr also reported, the illuminator overheated and shut down during the case. The auxilliary illuminator was used to finish the case. During fluid/air exchange, air would not be infused. The surgeon reported during fluid/air exchange, he received low suction and lack of air instillation resulting in hypotony. The surgeon noted there were no kinks in the infusion line as it was taped down with a gentle curve straight into the eye. It was also noted that he was able to aspirate after switching to vitrectomy with the cutter off. Air infusion came back but was slow. There was no pt injury reported.